Manufacturer narrative:
Concomitant medical product: product ID: 3057, lot# unknown, product type: screening device. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown, ubd: unknown, UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for fecal incontinence. It was reported that the patient was on their way to the clinician¿s office due to the lead wire being dislodged. It was noted that the trial began on (B)(6) 2018. No patient symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicating that the steps taken to resolve the dislodged lead were that both leads were detached and both wires were pulled out of the body at the office visit. No further complications were reported.